Event description:
Journal article reviewed revealed the following event. A (B) (6) female underwent a bone graft harvesting with a 13.5 mm medullary reamer head from the right femur for a left distal femoral nonunion; the nonunion was debrided and grafted. On postoperative day two (2), the pt noticed acute pain and deformity of the right thigh while rolling over in the hospital bed. Radiographs showed a spiral fracture midshaft right femur. The fracture was stabilized with an antegrade femoral nail. The right femur fracture went on to an uneventful union. This is three of six reports for this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article: complications associated with negative pressure reaming for harvesting autologous bone graft: a case series: j orthop trauma. Vol. 24, number 1, jan 2010, pgs 46-52: gregory j. Della rocca md, phd, yvonne md, frank a. Liporace md, michael d. Stover md, sean e. Nork md, and brett d. Crist md. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot or part number was provided.